Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse entered diagnostics and found multiple faults listed in fault table and none in "recent faults" tab. The fse cleared the faults, performed helium calibration, and restarted unit. The unit was found to still be displaying error code 10 and a helium calibration message. The fse replaced the executive processor board and performed helium calibration. No errors at start up or noted in the logs. The checklists were completed. Note, unit is not used in clinical setting, the cardiosave is used for testing only. The iabp unit passed all calibrations, functional and safety test per factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium calibration and power up test fails code 10 during testing, at startup. There was no patient involvement, and there was no adverse event reported.